Manufacturer narrative:
Product ID, neu_unknown_ext lot# serial#, implanted: explanted: product type extension product ID, 3387s-40 lot# v194784 serial#, implanted: explanted: product type lead product ID, 3387s-40 lot# v902310 serial#, implanted: explanted: product type lead. (B)(4).

Event description:
It was reported that the device was damaged due to the emt using cardioversion and was thereafter replaced. It was also reported that the manufacturer representative told the patient/family member that the extension was bad. It was reported that the extension was "corroded." Per the manufacturer device registry, the extension replacement could not be confirmed. See manufacture report no. 3004209178-2012-05042 for subsequent device issues. Additional information has been requested, but was not available as of the date of this report.